Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) below 40 mg/dl while on the insulin pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the patient wanted to know they were receiving alerts to enter multiple bg calibrations. It is stated in the user's manual that the user must enter their two separate bg readings within 5 minutes to have the pump and meter calibrated correctly. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.